Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('menorrhagia (heavy menstrual bleeding)') and pelvic abscess ('abscess') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), pelvic abscess (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorhea (cramping)"). The patient was treated with surgery ((B)(6) 2013 salpingectomy. (Unilateral)). At the time of the report, the heavy menstrual bleeding, pelvic abscess and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, heavy menstrual bleeding and pelvic abscess to be related to essure. The reporter commented: patient received treatment for - dysmennorhea (cramping) and menorrhagia. Date: (B)(6) 2013: left fallopian tube excised and coils removed intact. The right tube was then palpated, the proximal end of the essure device was identified, and the fallopian tube was then cauterized but not cut using ligasure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 7-jun-2021: mr received. Medical history and reporter information was added. Action taken with drug updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') and pelvic abscess ('abscess') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic abscess (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorhea (cramping)"). The patient was treated with surgery ((B)(6) 2013 salpingectomy. (Unilateral)). Essure was removed on (B)(6) 2013. At the time of the report, the menorrhagia, pelvic abscess and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia and pelvic abscess to be related to essure. The reporter commented: patient received treatment for - dysmennorhea (cramping) and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2020: pif received : events added-abscess. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') and pelvic abscess ('abscess') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic abscess (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (B)(6) 2013 salpingectomy. (Unilateral)). Essure was removed on (B)(6) 2013. At the time of the report, the menorrhagia, pelvic abscess and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia and pelvic abscess to be related to essure. The reporter commented: patient received treatment for - dysmenorrhea (cramping) and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorhea (cramping)"). The patient was treated with surgery ((B)(6) 2013 salpingectomy. (Unilateral)). Essure was removed on (B)(6) 2013. At the time of the report, the menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea and menorrhagia to be related to essure. The reporter commented: patient received treatment for - dysmennorhea (cramping) and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received-event injury to herself removed and new events dysmenorrhea (cramping) and menorrhagia (heavy menstrual bleeding) were added. Reporter and patient demography added. Updated suspected drug indication. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.